Event description:
Surgeon was unable to seat the modular neck on the stem in-situ. The implants were not returned for eval. The surgeon recently changed from the posterior to anterior approach. The limited exposure created by the anterior approach could have affected the surgeon's ability to assemble the device. The pt was not affected by the event.